Event description:
Patient reported right side "fold in implant", "textured, recalled", "ruptured", and "severe pain". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: creases were observed. Rupture: observed broken on anterior side assessed as an surgical damage and missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.